Event description:
A customer's son reported that his father obtained high readings on his freestyle freedom lite meter. It was reported that the customer was feeling unwell and suffering symptoms of confusion, hunger, bad vision and was very pale, so he tested his blood glucose. A reading of 7.1 mmol/l was obtained. As the customer was feeling unwell, he did not trust the reading obtained and his son called an ambulance. On arrival, the paramedics obtained a reading of 2.2 mmol/l on their own meter and diagnosed that the customer was suffering from hypoglycemia. This method of reading comparison is not valid. The customer did not remember whether the paramedics gave him any medication; however, they did take him to hospital where he was put on a glucose drip. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted when investigation results are available.